Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg urine cutoff control and 100 miu/ml urine control, all results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Customer reported a potential false negative urine hcg result with consult diagnostics hcg dipstick test. A (B)(6) female patient came to the clinic to confirm the three positive home pregnancy test results she had observed. After receiving a negative result with the consult hcg dipstick test, the office then used another brand and it was positive. No quantitative hcg test was performed. The patient's last menstrual period was on (B)(6) 2015. It was indicated that the patient's diagnosis and current condition is: positive for pregnancy.